Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted into the patient on (B)(6) 2015 during a pelvic floor repair procedure including apical vault suspension and cystocele repair. The patient also underwent a concomitant vaginal hysterectomy, and rectocele repair with native tissue. The procedure was completed without complications. On (B)(6) 2015, the subject experienced a urinary tract infection (uti) of moderate severity. She was treated with norco and cipro. The event resolved on (B)(6) 2015.